Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data showed three brief periods of mild hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing had been manually paused by the user for approximately 3 hours, resulting in hyperglycemia and increased correction insulin dosing from the ilet when the user resumed dosing approximately 1 hour before one of the hypoglycemic events. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemia was likely caused by the prolonged suspension of insulin delivery due to the user pausing insulin that led to hyperglycemia and increased correction insulin dosing and increased the risk of hypoglycemia. In addition, the user's end-stage renal disease requiring dialysis likely contributed to the event.

Event description:
On 9/27/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/26/24. The user reported to the cds that they went to the ER on the night of (B)(6) 2024 due to hypoglycemia. The user's glucose dropped to the 50s mg/dl but was temporarily raised to the 100s mg/dl before dropping again, prompting an ER visit. The user reported feeling shaky and sweaty. It was noted that the user had paused insulin delivery during their son's soccer practice, leading to no insulin delivery from 10:13 pm on (B)(6) 2024 until 12:48 am on (B)(6) 2024, when their bg was 318 mg/dl. The hospital instructed the user to disconnect from the ilet and advised them to follow up with their primary care physician, as they had not reported being on dialysis during the initial ilet training. Upon follow-up on (B)(6) 2024, the user indicated they were currently not using the ilet and did not receive treatment at the ER.